Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely the event was caused by an abnormality in the connector board which was caused by the accumulation of electrical stress due to repeated energization, or by overcurrent such as the application of static electricity or electric leakage. It may also be electrically damaged or deteriorated over time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation but the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of a customer, an e216 (scope communication) error occurred with the otv-s190 during pre-surgery equipment check. The unspecified therapeutic procedure was completed by replacing the endoeye flex deflectable videoscope (ltf-s190-5) with a ltf-s190-10. There was no report of patient harm associated with this event.